Manufacturer narrative:
The insulin pump passed functional tests including displacement test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test. No excessive no delivery alarm noted during testing. The pump was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. The pump had cracked case at display window corner, minor scratched lcd window and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call of hospitalized high readings and excessive no delivery alarms. The customer's blood glucose reading was 276 mg/dl. The customer mentioned that she woke up with high ketones. Prior to hospital visit, customer had diabetic ketoacidosis, urine, threw up and being disoriented. The customer was given 22 units of humalog manually at the hospital. After troubleshooting, customer still received no delivery alarms. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the displacement accuracy test.